Manufacturer narrative:
(B)(4). Date sent: 04/19/2016. (B)(4). The analysis results found that the mcs20 device was returned in good visual condition with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 9 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a total thyroidectomy, the clips were slipping out of dispensing end of the clip applier, prior to the clips being completely closed during firing. A second clip applier was used to complete the procedure with no consequence to the patient.